Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted for a routine generator change. Upon pre-op diagnostic study, patient¿s atrial lead impedance was noted to be out of range with exhibit high threshold. Upon further inspection of the atrial lead, it seemed to have some abrasion wear along with coils twisted a bit. The lead also seemed to be dislodged with vegetation grown around the lead, thus could not be repositioned. The lead was capped and replaced on (B)(6) 2018. It was further noted that there were undersensing episodes on the atrium causing biv capturing issue. The patient was not symptomatic and was stable post procedure.